Event description:
The user facility reported to olympus that while preparing the device for use during a therapeutic transurethral resection (tur), it was observed that the hd camera head had no image. Another camera was used to perform the procedure. There was no report of patient impact or injury due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer's reported image issue was confirmed. The issue was found to be caused by a faulty cable unit. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed because a communication failure occurred due to the faulty cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.